Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 471 mg/dl. Customer was treated with novolog subcutaneously. The customer stated that he initially went to the emergency room with chest pain after he ran out of novolog for his pump. Customer's blood glucose went down to 306 mg/dl. Customer was sent home with mild diabetic ketoacidosis. The insulin pump was not returned for analysis.